Manufacturer narrative:
Investigation: used test and analysis equipment: digital-camera "panasonic dmc tz8." First we made a visible inspection of the jaw. Except the charring we found no further abnormities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is a not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution. Corrective action: a CAPA for improvement and a better durability was started (B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: singapore. It was reported that sparks were observed from the tip of the device during the operation.